Manufacturer narrative:
This report was filled to update with additional information received from the rep. Product will not be returned as it remains in service. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable lead is suspected to have perforated the heart wall. The perforation was confirmed by an echography. A pericardiocentesis was performed. The system was checked the day after de surgery and everything was fine. Additional information revealed that the patient presented to the emergency room for symptoms not device related and it was found that the device exhibited dislodgement and high pacing thresholds. The field representative indicated that the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Product will not be returned as it remains in service.

Event description:
It was reported that this implantable lead is suspected to have perforated the heart wall. The perforation was confirmed by an echography. A pericardiocentesis was performed. The system was checked the day after de surgery and everything was fine. Additional information revealed that the patient presented to the emergency room for symptoms not device related and it was found that the device exhibited dislodgement and high pacing thresholds. No additional adverse patient effects were reported. The lead is not expected to return as it remains in service.